Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced high blood glucose. Blood glucose level at the time of the incident was 23.3 mmol/l. Customer stated that blood glucose raised from 14.3 mmol/l to 23.2 mmol/l and went up to 23.3 mmol/l. Customer stated they had received insulin flow block alarm and the issue resolved by changed complete set. Customer stated alarm did not occur during fill tubing. The insulin pump will not be returned for analysis.